Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted with the expectation that the device would function reliably for 9 years. Instead, within two months the unit began to overheat while charging, causing severe pain and burning, and would not accept a charge. Likewise, the unit overheated during use and while it was switched off. The burning sensations was so severe that the patient presented to the emergency room believing that the battery burst inside of their body. The patient was informed by the emergency room physician that the battery did not burst, however he believed that the heat caused by the malfunctioning unit was burning the patient's flesh. The heat generated by the device during charging resulted in painful burning at the implant site. The company representatives were unable to correct the problem. The severe burning experienced by the patient could only be the result of a manufacturing defect that caused the device to exceed the maximum temperature as designed. There was a manufacturing defect that caused the ins to malfunction and fail. The ins was defective with respect to the manufacturer, as they deviated materially from the approved manufacturing specifications and did not meet the approved specifications. The ins was inherently dangerous and defective, unfit and unsafe for their intended and reasonably foreseeable uses. The patient experienced physical pain, mental anguish, physical impairment, and disfigurement in the past and future. Medical treatment was required. On (B)(6) 2015, the patient had surgery to replace their ins unit and reposition the paddle lead. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their device was ¿not working.¿ there were no further event details reported; no further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reported the burning occurred also when the device was in use and while switched off.